Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure and is identified in the device instructions for use. While there is no evidence to suggest that the nykanen rf wire kit used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nykanen rf wire kit was one of the devices used when the procedural complication occurred.

Event description:
The baylis medical company nykanen radiofrequency (rf) wire kit (rfk-265) was used during a pulmonary atresia procedure. The rfk-265 was used with a gadelius medical microcatheter. Some resistance was encountered during advancement of the rf wire through the microcatheter. However, rf energy was able to be successfully delivered although no puncture was achieved. Transthoracic echocardiogram was performed following rf energy delivery. The approximately 3 minutes following rf energy delivery, ventricular fibrillation (vf) occurred. The rf wire was retracted inside the microcatheter at the onset of vf. Cardioversion was performed and the patient was transferred to the intensive care unit while receiving cardiac massage. The vf ceased and the patient was reported to be in stable condition. The procedure was not completed due to the procedural complication. The cause of the vf could not be confirmed. While there is no evidence to suggest that the baylis medical device used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nykanen rf wire kit was one of the devices used when the procedural complication occurred.